Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/28/15-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported doi as (B)(6) 2004 and medical records confirmed, doi will be updated. Pfs reported patient lost sense of smell and taste, had vertigo, hypothyroid, a low constant humming noise in ear with associated pain, increased metal ions and a painful scar. Medical records noted the hip snapped, cracked and popped, a radiograph report with mild osteolysis at tip of greater trochanter, a patient list of complaints same as pfs and with ringing in ears, hearing loss, nosebleeds, nausea all the time, and odd chest pain. Lab result reports noted the metal ion levels to be less than 7 parts per billion. The revision surgical report noted minimal corrosion at the trunnion. Part/lot updated. The complaint was updated on: jan 19, 2016.

Event description:
Patient was revised due to pain and numbness. Some signs of the truninon wear was also noted.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed